Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified ostial right coronary artery (rca). The patient had ischemic heart disease (ihd). The physician attempted to advance a non bsc imaging catheter to the lesion but the catheter was not able to cross the lesion. The lesion was ablated by a "rota" device, unknown type. Next, the 2.5x20mm apex monorail balloon was used for pre-dilatation. At the second inflation, the balloon ruptured at 16 atm. The balloon was then changed to quantum 4.0x8mm. A 3.5x12mm taxus was implanted in the lesion and the stent was post-dilated by the 4.0x8mm quantum balloon. The procedure was successfully completed with no patient complications reported. The patient's current condition is listed as "good". This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a device analysis of the complaint device could not be completed. A review of the batch history historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.